Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during surgery an ophthalmic operating console exhibited low suction and the tray arm was not foldable to the console. Procedure details and patient impact were not reported. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event of poor vacuum. The system was checked, and the company service representative found no functional issue with the system, as the vacuum was functioning as intended. When the company service representative arrived onsite, the local hospital technician informed that the pressure regulator on the compressed air hose was readjusted. The tray arm, which was previously replaced was repaired. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system was found to exhibit no functional problems; therefore, the root cause of the reported event of poor vacuum is inconclusive. The root cause of the tray arm issue can be attributed to component wear/reliability. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarifying there was no patient impairment due to the intraoperative reduction of the suction power.